Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be re-implanted "in proper time." Additional information received states the spp device "failed." Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the infection was located 0.5-1 cm below the "right side of sub-coronal." The patient experienced pain and redness two weeks after implantation. The physician believes the operative procedure may have led to the wound infection. Because the infection was related to wound healing the physician believes the infection was most likely staphylococcus. Additionally, there was no component failure. The patient was stable following the procedure.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be re-implanted "in proper time." Additional information received states the spp device "failed." Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the infection was located 0.5-1 cm below the "right side of sub-coronal." The patient experienced pain and redness two weeks after implantation. The physician believes the operative procedure may have led to the wound infection. Because the infection was related to wound healing the physician believes the infection was most likely staphylococcus. Additionally, there was no component failure. The patient was stable following the procedure. It was further reported that a new spp cylinder was implanted on the left side on (B)(6) 2019.

Manufacturer narrative:
Device analysis: infection and pain were reported. The spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. One cylinder had a hole in the outer layer that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant the identified hole will not be considered a probable cause for this event, because it is a secondary failure. This cylinder met tested specifications. No device malfunction could be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Additional information: b5.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be re-implanted "in proper time." Additional information received states the spp device "failed." Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the infection was located 0.5-1 cm below the "right side of sub-coronal." The patient experienced pain and redness two weeks after implantation. The physician believes the operative procedure may have led to the wound infection. Because the infection was related to wound healing the physician believes the infection was most likely staphylococcus. Additionally, there was no component failure. The patient was stable following the procedure. It was further reported that a new spp cylinder was implanted on the left side on (B)(6) 2019.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be re-implanted "in proper time." Additional information received states the spp device "failed". Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.